Manufacturer narrative:
(B)(4) RMA has been initiated for this issue. Model irc5p, serial number/date (B)(4) is approximately one year old. The owner's manual part number 1143482 rev. E (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consume's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1031452-2012-00270. This event is a non reportable event. The flowmeter on an irc5p concentrator was not functioning. The unit is still operational, dispensing o2. This product is not a life support/sustaining device. Product is designed to alarm to alert user to switch to an alternate source of oxygen and to seek repairs if o2 falls below 0.5 l/min.

Event description:
(B)(6) - it was reported by the consumer that the irc5p stationary concentrator flow meter was not functioning. There was no injury reported.